Event description:
It is reported that when using the femoral sizer, surgeon positioned the gold pins and removed the sizer then applied the gold cutting block. When the gold block was applied, the pin moved as the bone was soft and the pin ended up falling into the femoral canal. He was unable to retrieve the laparoscopic instruments, so he left it in the patient.

Manufacturer narrative:
This report will be amended when our investigation is complete.